Manufacturer narrative:
(B)(4). The assignable cause of the reported condition is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo extension set, with 4 way stopcock, had come apart at the stopcock and leaked. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, clear passage testing, and pressure testing were performed. Visual inspection revealed that the two piece luer lock adapter was separated from the stopcock. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.